Event description:
It was reported that after inserting a new cartridge, the pump displayed a message indicating no insulin was present. There was no reported impact to the customer¿s blood glucose level. The customer declined further assistance, and no additional information was gathered.